Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. The returned battery cap was unable to fully tighten to the pump. The battery cap contact height and width measurements were found to be within specification. During investigation, the battery compartment was found to be cracked in the thread area and below the grip pad. Moisture was observed in the battery compartment and behind the display. The pump was unable to complete the ez prime and 24 hour duration tests due to moisture ingress. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was observed throughout the internal components. The original complaint of a power issue was unable to be fully investigated due to moisture ingress.